Event description:
It was reported that the patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting noise and that the patient had experienced pectoral stimulation. Programming changes were made. The patient was in stable condition.